Event description:
Patient experienced skin erosion over catheter site which resulted in exposure of the catheter. Patient was very thin due to cancer. Home health worker did not report condition of the skin until the status of the patient was such that explant of the system was medically necessary to faciliate healing well post-explant.

Manufacturer narrative:
04/01/1998: g9- manufacturer report number has been corrected here and in header on page 1.